Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele and cystocele. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence & dyspareunia. It was reported that patient underwent excision of anterior & posterior vaginal wall mesh & pudendal block due to recurrent stress incontinence, exposure of posterior vaginal wall mesh through vaginal wall & dyspareunia on (B)(6) 2014. It was reported that patient underwent partial mesh excision & oversewing of vaginal mucosa due to posterior vaginal wall mesh exposure following anterior & posterior prolift on (B)(6) 2010. No additional information was provided. (B)(4).